Event description:
It was reported that prior to use it was discovered that there was label information missing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: missing identification outside the pack.

Manufacturer narrative:
The following fields have been updated with corrected information: describe event or problem: it was reported that prior to use it was discovered that there was label information missing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: missing identification outside the pack. Medical device catalog #: 383401. Medical device lot #: 9077813. Medical device expiration date: 2022-07-31. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-08-20.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9077813. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the photos provided bd engineers were able to identify a potential root cause. Label errors, such as the one experienced by your facility, are the result of negligence on the part of production and quality personnel. H3 other text : see h.10

Event description:
It was reported that prior to use it was discovered that there was label information missing with a bd intima-ii catheter 20gax1.16 in. The following information was provided by the initial reporter, translated from chinese to english: missing identification outside the pack.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was label information missing with a bd intima-ii catheter 20ga x 1.16 in. The following information was provided by the initial reporter, translated from (B)(6) to english: missing identification outside the pack.